Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing thresholds from 0.4 to 2.9 volts. An xray performed showed that the lead had become quite taut. The physician repositioned the lead. There were no adverse patient effects. The lead remains in service. As of today, no additional information is available and at this time our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.